Manufacturer narrative:
(B)(4).

Event description:
The reporter alleged that upon the closure of insertion opening after side-to-side anastomosis, the device stopped twice in the middle of firing. Three reloads were used to close the insertion opening. The surgeon said that a open/close test of jaws was not performed smoothly. Motor sound, which is heard along with open/close and articulation of jaws, was higher than usual. The additional suturing was done to reinforce the tissue. There was no reported patient injury.

Event description:
The staple line was over-sewn.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two reloads opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection noted the reloads were partially fired with a deformed anvil clamping mechanism. During functional evaluation, the interlock was overridden and the reloads were fired successfully. A review of the device history record indicates this devices lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.